Event description:
The customer reported that the medical intensive care unit (micu) nurse was preparing to deliver an insulin injection. When the registered nurse (rn) removed the orange cap off the syringe, the safety device became activated. Once activated, the safety is easily deactivated, creating the chance for a needle stick event.

Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The issue can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.